Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had chronic reoccurring infections at the implantable neurostimulator (ins) and lead. The capper did not remember which strain but that the infection would not resolve. The patient had both intravenous and oral antibiotics. The patient also stated that they thought a topical antibiotic was used in the form of a powder. The patient had been treated 8 times for infection during the duration of the device being implanted. The complete system with all implanted components was removed on (B)(6) 2016 due to the chronic infections.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.